Manufacturer narrative:
Results: the penumbra system ace 60 reperfusion catheter (ace 60) was fractured approximately 90.0 cm from hub. Conclusions: evaluation of the returned devices revealed the ace 60 was fractured and the neuron max was kinked. These damages may have occurred due to forceful handling during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01839.

Event description:
During preparation for a thrombectomy procedure, the technologist inadvertently kinked the penumbra system ace 60 reperfusion catheter (ace 60) and the neuron max 6f 088 long sheath (neuron max) upon removal from their packaging. The ace 60 and neuron max became kinked prior to use and therefore, were not used for the procedure. The procedure was successfully completed using a new ace 60 and a new neuron max.